Event description:
The lead was explanted due to noise. It was reported that the device had aborted charges due to an alert about possible output circuit damage. Lead insulation damage is suspected. As such, the lead was explanted.

Manufacturer narrative:
No medwatch form was received.